Event description:
Manufacturer representative reported patient had not been scheduled for replacement yet. They were having other health issues not related ot the stimulator and may not pass the cardiac work up. Representative stated they did not know the cause of the battery depletion.

Event description:
A manufacturer representative reported an eos (end of service) displayed with an allegation of dissatisfaction with longevity. The consumer was to follow-up with a health care professional (hcp) to schedule replacement. No symptoms were reported. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.